Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7073137/7073281.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that one of the spinal cord stimulation (scs) lead was partially fractured causing high impedance. The patient underwent a procedure wherein the ipg and leads were replaced, and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.